Event description:
The following has been reported by customer: upstream sensor error. Full description: was showing an upstream sensor error, disassembled to find the connection loose. Ensured connections and reassembled the pump back. Alarming stopped turning on, did a functional check. Is fine. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, an internal ribbon cable has been disconnected. This event is likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse. The trend is: n/a.